Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the preoperative examination, the surgeon found the displacement of the ala hook. In the operation, the ala hook for l4 was displaced by the left l4 vertical lamina fracture. The surgeon replaced it to left hybrid type for l3 and replaced to veptr (size 9). It was reported the surgeon used one blue clip and two gold clips. Reportedly the surgeon extracted left cradle type. This report is for an ala hook (part/lot was not specified). This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.